Event description:
An implant card was received indicating the patient's device was replaced prophylactically. Post-operation impedance showed to be within normal limits. The explanted devices were not received to date. No other information has been received to date.

Event description:
It was stated from the hospital that the device will not be returned as the facility does not return explanted devices. No additional relevant information has been received to date.

Event description:
It was reported that a patient was experiencing an electrical sensation that radiates across her left chest and shoulder, as well as shortness of breath and a heat sensation over the vns generator. The physician had multiple tests performed, including ncs/emg, chest CT, ultrasound of the breasts and an abdomen echocardiogram. Results showed to be unremarkable, so the physician attributed the adverse events to device malfunction and referred the patient for a replacement. Device diagnostics that were performed after the onset of the symptoms indicated that the device was performing as intended with no malfunctions. No further relevant information has been received to date.